Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information received noted that the lead was explanted due to a fracture. No patient complications have been reported as a result of this event.